Event description:
It was reported that the handpiece was squirting black oil during the procedure. The oil was irrigated out and there was no additional treatment given to the pt as a result of the event. The procedure was completed as planned and there were no adverse consequences reported for the pt.

Manufacturer narrative:
As of 08/25/2009 the attachment has not been returned for eval. No conclusion can be drawn.